Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition "staff member was using a pump to infuse heparin over 7 hours, but at the end of the 7 hours, less than half of the bag had been infused" was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during heparin therapy at the acute care department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.